Manufacturer narrative:
Patient initial: (B)(6). This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware removal of a tibial nail ex with proximal bend due to infection on (B)(6) 2015. The original surgery was completed on (B)(6) 2015. This report is for an unknown locking screw. This is report 2 of 2 for (B)(4).